Event description:
As reported, the patient had a revision of a mcs cup (opteon 1113). No additional information provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.